Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 28-dec-2017 with the following findings: a review of the pump black box data revealed pump reboots occurred. During a visual inspection of the pump, the battery compartment was found to be cracked at the threads; the threads of the returned battery cap were stripped and the cap was unable to secure to the pump. Due to the stripped battery cap threads, the cap was unable to secure to the pump and intermittent power loss was duplicated. A test cap was able to secure properly and the pump was exercised for 24 hours with the test cap with no power interruptions. The complaint of a power issue and damage to the pump was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.